Event description:
During a remote follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. No intervention has been completed and the patient will continue to be monitored. The patient is stable.

Manufacturer narrative:
The reported event of a noise issue was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted. Further analysis noted an internal insulation abrasion under the right ventricular shock coil with one of the ring electrode cables abraded at this location. The cause of the reported event was isolated to the abraded ring electrode cable in the abrasion zone. All other damages found are consistent with procedural damage.

Event description:
Additional information was received that a revision procedure was performed. The right ventricular (rv) lead was explanted and a new rv lead was implanted to resolve the event.